Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer reported that they had had three incidences with infusion sets inserts bending and not getting insulin in body. First time it happened the customer was at home and was able to correct situation. The customer had bent cannulas. The customer stated blood glucose was 478mg/dl and she changed set and then bolused. The customer declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.